Event description:
It was reported that during a follow-up, it was noted the battery longevity had decreased since the previous follow-up. Review of the session records revealed possible incorrect display of remaining longevity. The current longevity estimate is shorter than expected. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.